Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a crack on the display of the insulin pump. Customer stated that the pump was dropped and hit an object which caused the crack. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.